Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture and silicone migration: observed an opening through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. ¿ inflammation/irritation: unable to observe through visual inspection as it is a physiological phenomenon. ¿ depression: unable to observe through visual inspection as it is a physiological phenomenon. ¿ changes in sleep habits]: unable to observe through visual inspection as it is a physiological phenomenon. ¿ anxiety - product/ procedure: unable to observe through visual inspection as it is a physiological.

Event description:
Patient representative reported " rupture "silicone infiltration" in "at least one lymph node", as well as depression and anxiety due to risk of cancer due to device recall". Later patient representative reported "deformation, silicone migration (silicone knots), inflammation, changes in sleep". Diagnosed via mammography and sonography. This record is for the right side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported rupture and "silicone infiltration in at least one lymph node" as well as "depression and anxiety due to risk of cancer due to device recall." This record is for an unknown side. Device was explanted.

Event description:
The device associated with these events is not PMA approved and this report is no longer considered reportable to the FDA.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, h4. The device associated with these events is not PMA approved and this report is no longer considered reportable to the FDA. A review of the device history record has been completed. No deviations or non-conformances noted.